Manufacturer narrative:
Concomitant products: dtbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to high rate non-sustained episodes and a number of short v-v intervals. It was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos), and a loss of pacing was observed. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.